Manufacturer narrative:
(B)(4). On the event date (B)(6) 2022. Customer returned pump for an alleged broken screen. Insulin pump perform visual inspection and pump received with cracked and bleeding lcd glass. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: scratched case. Confirmed cracked and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had broken screen. No harm requiring medical intervention was reported. The customer will discontinue to use the device.